Event description:
It was reported that the attachment device had an unknown malfunction. It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. The event date was unknown. It was unknown if injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation with an unknown malfunction. Reliability engineering evaluted the device and observed that the device failed the cutter insertion test. Evidence indicates this was due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.